Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the left anterior descending (lad). The 28mmx4.00mm ion sds was advanced and was unable to cross the lesion. The ion sds was removed. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds) with stent in foil pouch and product shelf carton. There was contrast in the inflation lumen. The balloon was tightly folded and the stent was centered between the markerbands. There were 5 bent and flared struts in the first row of stent struts on the proximal end of the stent. The hypotube was wavy, however, there were no kinks. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).